Event description:
It was reported that this left ventricular (lv) lead was fractured which was observed with fluoroscopy. No adverse patient effects were reported. Currently, this lead remains in service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.